Event description:
Patient in nicu. Patient placed on vip bird sterling ventilator which malfunctioned shortly after placement. Patient immediately placed on replacement ventilator. No harm to patient.